Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was fractured, causing loss of capture. The patient was pacemaker dependent. It was further noted that the patient had a ventricular fibrillation (vf) arrest in the emergency room and experienced heart block as a result of this event. The lead was capped and replaced. No further patient complications have been reported as a result of this event.